Event description:
Info received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the trend sensor switches to repair the bed.